Event description:
Recurrent and worsening sinus infection. I have been using a soclean device for several years. I have followed my dme cleaning instructions but also used my soclean daily. I've had issues with a sinus infection since (B)(6) 2023 taking antibiotics continuously. Cultures now reveal drug resistant bacteria. I am receiving care the last month from an infectious disease physician. My ent has been treating me before and still. This week ID(infectious disease physician) will decide if I need IV antibiotics after I complete a month of 2 oral antibiotics (rifampin & minocycline). After I received/read the email from soclean that alerted to the dangers of their ozone cleaning I stopped using it in (B)(6) 2024.